Manufacturer narrative:
Date of event: the event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that a device related thrombus occurred. It was reported via social media that a patient had a large thrombus on their watchman flx laa closure device.